Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the left ventricular (lv) lead exhibited loss of capture due to lead dislodgement, which was confirmed via fluoroscopy. The ra lead was not used and replaced with an active fixation lv lead. The patient was in stable condition.